Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: abhay, d., arpit, r., martand, g. (2024). Holmium laser enucleation of prostate: is novel en bloc enucleation technique better than the traditional 2-lobe technique - a prospective randomized study. Urology research and practice 2024, 50 (1), 47-52.

Event description:
It was reported in the urology research and practice 2024 that a retrospective study was conducted on patients with benign prostatic obstruction who underwent holep (holmium laser enucleation of prostate) comparing the conventional 2-lobe technique and the en bloc technique. A total of 64 patients who underwent holep procedure were enrolled from (B)(6) 2020 to (B)(6) 2021. The following boston scientific products were used during the procedures: versapulse power suite laser and versacut morcellator. Intraoperatively, there was 1 patient with extravasation due to a small bladder perforation during morcellation. Five patients experienced fever, hematuria and clot retention were observed in 2 patients and 22 patients experienced hypertension. Regarding postoperative complications, the occurrence of stress urinary incontinence was considerably higher on day one in some patients. It is concluded that the outcomes of en bloc and 2-lobe endoscopic enucleation of prostate techniques were comparable, the en bloc technique seems to be a better option in most patients undergoing holep due to less enucleation and operative time and lowered stress urinary incontinence incidence.

Manufacturer narrative:
Correction to field e1: initial reporter email. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: abhay, d., arpit, r., martand, g. (2024). Holmium laser enucleation of prostate: is novel en bloc enucleation technique better than the traditional 2-lobe technique - a prospective randomized study. Urology research and practice 2024, 50 (1), 47-52.

Event description:
It was reported in the urology research and practice 2024 that a retrospective study was conducted on patients with benign prostatic obstruction who underwent holep (holmium laser enucleation of prostate) comparing the conventional 2-lobe technique and the en bloc technique. A total of 64 patients who underwent holep procedure were enrolled from september 2020 to march 2021. The following boston scientific products were used during the procedures: versapulse power suite laser and versacut morcellator. Intraoperatively, there was 1 patient with extravasation due to a small bladder perforation during morcellation. Five patients experienced fever, hematuria and clot retention were observed in 2 patients and 22 patients experienced hypertension. Regarding postoperative complications, the occurrence of stress urinary incontinence was considerably higher on day one in some patients. It is concluded that the outcomes of en bloc and 2-lobe endoscopic enucleation of prostate techniques were comparable, the en bloc technique seems to be a better option in most patients undergoing holep due to less enucleation and operative time and lowered stress urinary incontinence incidence. This complaint is to capture versapulse powersuite.